Manufacturer narrative:
(B)(4) information regarding patient weight, medical history, race, and ethnicity were not provided. Procode: krd/hcg. (B)(4). Concomitant med products: asahi002 detachment control box (dcb), prowler select plus microcatheter, enpower. Initial reporter - the customer contact information was not provided. (B)(4). Complaint conclusion: a report was received that during a coil embolization for endovascular aneurysm repair (evar) of an internal iliac artery (iia) aneurysm, an energization failure occurred with the 10 mm x 40 cm deltafill18 thermo-mechanical coil (dlf181040/s11226). The coil was subsequently replaced and the procedure was completed successfully without further issues or delay. There was no report of consequence or impact to the patient. The patient¿s vessel was neither tortuous nor calcified. An asahi002 detachment control box (dcb), a prowler select plus microcatheter, and an enpower were also used for the case. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. No further information was provided. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report was received that during a coil embolization for endovascular aneurysm repair (evar) of an internal iliac artery (iia) aneurysm, an energization failure occurred with the 10 mm x 40 cm deltafill18 thermo-mechanical coil (dlf181040/s11226). The coil was subsequently replaced and the procedure was completed successfully without further issues or delay. There was no report of consequence or impact to the patient. The patient¿s vessel was neither tortuous nor calcified. An asahi002 detachment control box (dcb), a prowler select plus microcatheter, and an enpower were also used for the case. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The product will not be returned for analysis as it was discarded. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received indicated that the issue occurred during pre-deployment testing prior to use in the patient. The issue did not occur in patient prior to detachment. The embolic coil had not been placed in the lesion at the time of the event, and a detachment cycle was not being attempted. A pre-deployment electrical check was performed. The event did not result in a procedural delay. The concomitant products used with the complaint product are not available for return. Pre-deployment testing is performed prior to introduction into patient. Based on this information, this event no longer meets the criteria for FDA medical device reporting. No further reports will be forthcoming. Initial reporter - (B)(6).